Event description:
It was reported that the event occurred in the operation room. Indication for use: cardiogenic shock. The intra-aortic balloon (iab) was prepped, i.e. Pulling vacuum, blue vacuum connector was connected. During insertion via the teflon sheath, the iab was inserted into the pt's left femoral artery and massive blood was noted in the helium line. The pump did not alarm because it was not pumping. The md wanted to removed the iab; however, this was not possible and as a result, the iab was removed via a surgical excision. During the process, the iab broke. A new iab was prepped and inserted into the pt's right femoral artery. There was no reported pt death or complications. The procedure was delayed/interrupted; however, the time frame is unk. Medical/surgical intervention was required to remove the iab. The serial number was noted as (B)(4). Additional information received on (B)(4) 2013, stated the pt did not have tortuous vessels. The insertion was not difficult. The iab was in place in the pt when the staff noticed blood backing up into the helium line. The iab broke during surgical removal. The iab and the sheath will be returned to the lab for an eval.

Manufacturer narrative:
(B)(4).